Event description:
The customer was performing correlation studies between the ortho provue analyzer and the manual gel method for antibody detection. The customer reported obtaining false negative reactivity in manual gel with a sample containing anti-c. The mts anti-igg card lot # used by customer was not provided in the complaint.